Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 52-year-old patient was implanted on (B)(6) 2023 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2025 patient reported increased pain at the lumpectomy site. A routine surveillance imaging found a cluster of masses just anterior to the lumpectomy site suspicious for cancer. Medical examination found exquisite tenderness over the area with the cluster of masses described earlier. A biopsy examination was indicated and a lumpectomy of the area was also discussed. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.